Event description:
A malfunction was reported on a pump by a customer, but no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappeared, which the customer acknowledged and understood.